Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and failed the cutter insertion test. Evidence indicates that this was due to usage and wear over time. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA requesting a repair. The device came down from the operating room. It was unk to the rptr whether or not the device was used in surgery or if there were any injuries or medical intervention reported. There was no add'l info provided.